Event description:
During a robotic hysterectomy, the ob surgeon noted decreased effectiveness of the vessel sealer. Multiple applications were required to achieve adequate sealing. The procedure was completed without patient harm.